Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention. -the helix difficulty allegation was confirmed - based on the field report and the finding of tissue entwined in the helix. The under-sensing and high threshold allegations were not confirmed hipot test and inspection that showed no conductor fractures. The dislodgement allegation was confirmed - based on observation of twisted in lead body. The surgery ar code was not confirmed.

Event description:
It was reported that this device was revised due to high thresholds, under sensing and a micro dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this device was revised due to high thresholds, under sensing and a micro dislodgement. No additional adverse patient effects were reported.